Manufacturer narrative:
(B)(4).

Event description:
It was reported that" on (B)(6) 2023, the ars was found leak during used on the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The product IFU warns the user, "warning: do not aspirate arrow raulerson syringe while guidewire is in place; air may enter syringe through rear valve." A device history record review performed identified a finding for which the relevance could not be determined without the device sample to evaluate. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that" (B)(6) 2023, the ars was found leak during used on the patient.